Event description:
Physician placed the reperfusion catheter without any problems. While pushing the separator through the catheter, he felt some resistance and pushed forward 5-6 times to destroy the clot. He then felt a break of the separator. He pulled out the whole system without any problems and saw that the separator wire was broken at the green portion. No complications for the pt.

Manufacturer narrative:
Technical eval: the separator fractured approximately 1.5 cm distal to the proximal support zone. Only the proximal segment was returned. There were three kinks within the 1.5 cm long segment proximal to the fracture. Conclusion: during the procedure, the physician retracted the separator such that the taper was proximal to the rhv valve. The working portion of the shaft distal to the taper junctions then ben upon separator advancement. This happened multiple times until the wire fractured. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history records was completed on part # 0533 (lot # l12342). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. No anomalies were found with this lot. The parts manufactured in this lot met the required criteria and are deemed acceptable.